Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
It was reported that 8mm fenestrated bipolar forceps instrument was observed to have an unknown failure. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer was unsure about the cable breakage on instrument. There was no physical damage on instrument. No material was missing or detached from the portion of the device that enters the patient's body. There was no instances of unclamping failure while instrument was gripping the tissue. There were no issues related to unintuitive motion. No further information was available.